Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the single port (sp) mcs tip accessory for evaluation because it was disposed by the site. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, this is a sp mcs tip accessory, which does not show in the logs. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted to isi for review. It was alleged that arcing was observed from the sp mcs tip with no evidence or claim of user mishandling or misuse. In the event the tip is compromised, it is possible for energy to discharge in an area other than the instrument tip. Failure to follow the precautions will result in electrical arcs from the wrist and alternate site burns. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called to report that a spark was seen from the monopolar curved scissors (mcs) instrument when the user was firing monopolar energy. Prior to calling, the user replaced the mcs tip accessory and was continuing the surgery. No issue was noted after the mcs tip accessory replacement. There was no error in led indicator of the energyshield monitor (esm). The customer was advised to check the sheath installation or replace the sheath if the same issue occurred. The procedure was continuing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of the ordinary seen. The installation tool and grounding pad were used with no defects. During the surgical procedure, the accessory was properly installed. Neither electrolube nor other lubricant was applied to the mcs instrument prior to the mcs tip accessory installation. The instrument tips did not collide with any other instrument or tool. There was no damage to the mcs tip accessory. The energy maybe arced from the distal tip of the monopolar curved scissors (mcs) instrument. When the arcing event occurred, the instrument was in use for cauterizing and the instrument was not in contact with tissue. The erbe with monopolar coagulation energy was activated with the settings of 2 on cutting and 2 on coagulation. It was unknown what caused the arcing event. The instrument was not removed at any time prior to arcing. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument tips did not touch any staples, clips or sutures while energized. The monopolar cord was not connected to a bipolar instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications because of the arcing event. There was no patient injury. No photographic images or a video recording of the procedure were available for isi review. The customer will not be returning the instrument, because there was no problem after replacing the mcs tip accessory. The original mcs tip accessory has been discarded. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.